Event description:
Complainant alleged that the device displayed a "defib fault 72" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the hv module.